Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, maude event report #(B)(4) was received containing the following information. Event description: date FDA received: 09-jul-2015 voluntary 20-jul-2015 11:01:39.00: perclose did not deploy, another device was used. No harm to patient. This is the second perclose in this lot that did not deploy.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to deploy was unable to be confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide device with a 6fr sheath after a diagnostic procedure. Reportedly, the device failed to deploy. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.